Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the indicated phenomenon "intermittent image" occurred due to a charged coupled device (ccd) failure. The cause of the charged coupled device (ccd) failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to a faulty charge-coupled device unit. Additional findings were as follows: there were cut marks and wrinkles/knots in the cable unit, the labels on the coupler were found unreadable, and there were heavy dirt deposits found on the coupler unit. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that the visera video system center otv-s7v camera head had no image during maintenance. There was no procedure involved or impact associated with the reported event.